Manufacturer narrative:
(B)(6). A review of the device history records was performed which confirmed no inconsistencies. Three devices were returned for evaluation (one straight and two curved fast fix 360) for the reported failure mode ¿with each used device, the second t was released prematurely¿. Initial visual assessment: the devices were received with no suture or t¿s. Functional testing confirmed that the devices actuated as intended. After the evaluation the root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During an internal meniscus + dt4 procedure it was reported that the t2 anchor deployed prematurely. The or head nurse confirmed that nothing was left in the patient. There were no reported injuries or complications. A backup device was available and the procedure was completed successfully.